Manufacturer narrative:
Device passed the displacement test and self test. No unexpected missing segments/partial display anomalies noted. Device received with cracked belt clip slot. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a partial display and now the screen was fully black. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer stated that the black screen did not disappear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.